Event description:
Pt attempted to get out of chair at home, heard a "pop" in her left hip immediately resulting in pain and deformity of left leg. X-ray revealed broken osteonics plate and broken left femur. Device originally placed 3 months ago.